Manufacturer narrative:
(B)(4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to complainant: the ivc filter migrated. Patient outcome: it is unknown if the patient underwent any additional procedures or if there have been any adverse effects at this time. Information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Summary of investigational findings: since no placement images have been provided the reported migration cannot be confirmed and due to very limited information provided it is not possible to comment on the reported abdominal pain, which patient experienced. However, the filter demonstrated approx. 46° rightward tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter - if not tilted - would perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the ivc filter migrated. Patient outcome: it is unknown if the patient underwent any additional procedures or if there have been any adverse effects at this time. Information has been requested but not yet provided by the reporter.